Event description:
The patient experienced shocking and jolting sensations after exposure to a theft detector. The device was on during the exposure. The patient was instructed by her physician to turn the device off. This relieved the shocking. Since turning the device off, the patient has had a return of urinary symptoms. Further information is being requested from the hcp.